Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during the procedure, after touching the operational area, the fiber broke and overheated causing a slight burn to the skin. Additionally, flames appeared. The procedure was completed using the original console. There was no injury to the patient.